Event description:
It was reported a patient experienced peritonitis, which manifested by feeling uncomfortable and drain pain. It was not reported if the patient was hospitalized for the event. The treatment and outcome were unknown. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot h13d20054 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be filed. This report references the same patient as (B)(4).